Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after (B)(6) 2024, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. Without device data from the reported event date, a precise review of the event is not possible. The engineering logs were reviewed through 2024-02-15, and no device malfunctions or motor errors were found and the ilet was operating as intended by delivering or suspending insulin in response to cgm glucose levels and triggering cgm glucose and device related alerts appropriately throughout the currently available logs. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without cgm and insulin dosing data from the reported event date, determination of an assignable cause for this hypoglycemic event is not possible. The user reported a history of hypoglycemia on the ilet following their hemodialysis, which possibly contributed to this event as well.

Event description:
On (B)(6) 2024 a beta bionics territory business manager (tbm) reported an ilet user experienced a low blood glucose (bg) event requiring hospitalization. The tbm also reported the user was in a car accident due to the low bg event. The exact event date was unknown at this time. On (B)(6) 2024 a beta bionics customer care agent followed-up with the user about the event. The user reported they were admitted to the hospital on monday ((B)(6) 2024 and released on friday (B)(6) 2024. The user stated they were kept in the hospital for brain trauma and high blood pressure. The user also reported back pain from the accident. The user stated they do not remember what happened on the day of the hospitalization. The user reported every time they leave dialysis their bg levels drop. The user believes this event was due to the ilet giving too much insulin but is not sure because they do not remember. The user reported they got into a car accident, the police thought the user was drunk, and was pulled out of the truck and "beat me up and broke something in my back." The user does not remember anything additional besides waking up in the ambulance after accident. The user does not know how low their bg was during this event, other than the ilet and dexcom continuous glucose monitor (cgm) both read low. The user also stated they never announce meals and unplugs the ilet when their bg goes low. The user stated they confirm low bg with a fingerstick test, and they match the cgm and ilet bg levels. The agent educated the user that announcing meals is needed for the ilet to learn insulin needs. The user acknowledged and has reconnected to the ilet.